Manufacturer narrative:
Device evaluation summary - device evaluation of the electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the orange (+5v) wire of the trunk cable. The cause of the test failure is the open +5v wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) would not communicate with a monitor.